Event description:
On (B)(4) 2012, the patient contacted animas and reported several weeks ago that she received 10 units of insulin and started having seizures. Several attempts have been made to contact the patient with no resolve. It is not clear as to whether or not there was a device malfunction. This complaint is being reported as the patient stated receiving 10 units of insulin and had a seizure. It is unclear as to whether or not there was a pump malfunction or how the patient received the 10 units of insulin. Additionally, there were no blood glucose (bg) values reported and there was no indication as to whether or not the reported seizure was pump related.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no alarms related to the complaint in the alarm history. Typical usage alarms and warnings were observed in the black box download. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ez-prime operation was performed with no difficulties noted. Units remaining were correctly calculated and written to the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.